Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having a code pop up on their controller every now and then when trying to charge their implanted neurostimulator (ins). Patient stated they would see system problem rm03. Patient said the code had been coming up more and more frequently within the last month. Patient had already tried resetting controller by removing and reinserting li battery, but the issue persisted. Patient inspected recharger cord/plug and controller port but did not see any damage. Patient mentioned the cord was a little warm around the paddle, but there was no excess heating. On the call patient was charging implant and then reported system problem rm03 as they slightly moved the recharger cord. Agent had patient reset controller and start charge. Patient confirmed no excess time on checking recharger or looking for device. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: analysis of recharger; model #: 97755-s; s/n: (B)(6); analysis reveled: worn donut. This does not impact the functionality of the recharger. Recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.